Manufacturer narrative:
Pump received with high sleep current measurement, problem isolated to pcb 1. Pump passed displacement test, active current measurement and self test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. The customer stated that the batteries of insulin pump were not lasting as expected. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.